Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cautery procedure an implantable cardioverter defibrillator (ICD) delivered a shock and the patient ended up coding. Reporter had no details as to the ICD manufacturer, model or any patient information and indicated that they had no other information available to them.